Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 402 mg/dl. Customer stated that cannula was bent and insulin pump received insulin pump flow blocked alarm. Customer performed fill cannula and insulin exited. It was unknown if insulin pump was auto mode. Insulin pump will be returned for analysis.